Event description:
Medical specialties - broken customer stated "peritex access tip was lodged into catheter valve and broken off. Nurse has been draining patient since (B)(6) 2014 without any difficulty." No patient impact. Sample unavailable. Customer has requested for credit.   (B)(4). Additional information received on (B)(6) 2015 from customer responding to the following questions: peritx access tip was put into catheter valve for pleural drainage. Access tip became lodged in valve and nurse had difficulty pulling it out. Access tip broke off in catheter valve  what was the original implant date to the patient? - (B)(6) 2014.  Is the patient currently receiving chemotherapy? -no.  What is the customer using to disinfect the valve? -2% chlorhexidine.  How frequently is the patient receiving drainage? -3 x weekly.  Is the patient receiving radiation to the area where the catheter is placed? -no.  Was there any patient injury or intervention? -patient experienced anxiety. Nurse successfully removed access tip with a needle. Catheter tubing was clamped for patient's safety. Was there any difficulty attaching the access tip into the catheter valve? -no.  Did the catheter or valve need to be replaced? -the catheter was suspected to have a damaged valve when patient was admitted. What type of procedure was being performed? -pleural drainage.  Was the procedure completed as planned? -yes, new peritx drainage system was used.  Has the device been returned?  Is this the used device or unopened samples? -no. Product is contaminated and cannot be shipped.

Manufacturer narrative:
(B)(4): failure mode could not be confirmed since sample was not received. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. This lot was manufactured on 08/12/14 during the investigation, it was found that the most probable way for the component breaking is by incorrectly disconnecting the one piece from the valve. The product¿s IFU specifically states how to perform the operation. See attached IFU for instructions of use. It was found the need to repair the mold for the affected component due to its worn state. This could affect the condition of the finished component, which could result in the reported failure mode. Carefusion will continue to track and trend this issue. If additional information is received, a follow up emdr will be submitted